Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, four inches from the tip distal end seam on the videoscope, a chunk was found to be missing. There was no report of patient involvement.